Event description:
Complaint alleges: during surgery on a pt, some staples did not hold and fell into the surgical field. The surgeon used another stapler successfully. It was reported that the pt has not been injured, and is fine.

Manufacturer narrative:
(B)(4). Lot # 73j1400446 was provided, and the device history record (DHR) investigation did not show issues related to this complaint.

Event description:
Complaint alleges: during surgery on a patient, some staples did not hold and fell into the surgical field. The surgeon used another stapler successfully. It was reported that the patient has not been injured, and is fine.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package, lot # was not confirmed, and stapler was received with remaining staples. During visual inspection it was observed that the components looked well assembled (no damage), however trigger component is pre-activated, one staple pre-activated in the tip of the cartridge, sample was received with residues of contamination. Functional inspection was performed: stapler was fired for full activation cycle according to the IFU product: "the trigger must be squeezed all the way in" and staple pre-activated was closed & released properly. Sample received did not confirm the defect reported by the customer "does not grab skin properly." A functional inspection was performed and staples were released properly. In addition, stapler was fired on a rubber material (sponge) and all staples were fired/closed without problems.

Event description:
Complaint alleges: during surgery on a patient, some staples did not hold and fell into the surgical field. The surgeon used another stapler successfully. It was reported that the patient has not been injured, and is fine.

Manufacturer narrative:
Qn# (B)(4). A device history record (DHR) review could not be conducted since the the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.